Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain and swelling at the ipg site along with a burning sensation while charging. The patient indicated the ipg is tilted on an angle. The patient is working with his surgeon to determine the next course of action. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's ipg was replaced with a new one which resolved the issue.